Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their modular analytics core with ise600 analyzer. The customer provided data for five patients, of which there was one patient with discrepant results reported outside the laboratory. The patient's initial sodium result was 121 mmol/l accompanied by a data flag. The repeat result was 132 mmol/l. The patient's initial potassium result was 4.3 mmol/l. The repeat result was 4.8 mmol/l. The patient's initial chloride result was 89 mmol/l accompanied by a data flag. The repeat result was 99 mmol/l. The customer did not know if there were any adverse events to the patient. The sodium, potassium, and chloride electrode lot number and expiration date were not provided. The field service representative found an obstructed solenoid valve 8 (sv8). He flushed out sv8. He replaced all the electrodes as a precautionary measure. He performed an ise check. Calibration and quality control was performed and the customer ran a precision test. All test results passed.